Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number: ar0041. Procedure name: myomectomy. Device return status: product was already sent to our bq local dept. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m. Events reported via: 2210968-2022-04687 and 2210968-2022-04688.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture got disassembled from its needle. This happened with 3 different sutures from the same lot number. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/20/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4,d9,g1,h3,h4,h6 h6 component code: g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: unopened samples of product code were returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned samples the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m representative samples returned to support investigation of multiple device issues captured in reports (B)(4). Analysis results have been included in follow-up reports for each.